Event description:
During an adult rapid response, the defibrillator pads that were attached to the zoll were picked up and placed on the patient. Once the pads were opened and, on the patient, it was noticed these pads were pediatric and not adult pads. The outer package of the pediatric pads, and the adult pads are very similar in appearance and weight. Concern this packaging is significantly similar.